Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt no longer receives effective stimulation therapy. Diagnostic testing revealed invalid impedance on most of the contacts. Surgical intervention is planned to address the issue.